Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, material residue from the cartridge was pushed into the eye. Additional information has been requested.

Manufacturer narrative:
The complaint company (d) cartridge samples were not returned. One unopened 10-count carton for the reported company (d) lot 32701945 was returned. One of the ten returned unopened company (d) cartridge samples was pulled randomly for evaluation. The sample was visually inspected with no damage or abnormalities observed. The cartridge was functionally tested with qualified associated products. No lens or cartridge damage was observed after the lens delivery. There was no foreign material observed on the lens post-delivery. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The complaint company (d) cartridge samples were not returned. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).